Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 140 to 190 mg/dl. Testing performed six times daily. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 263 mg/dl and 276 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/22/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(6). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 140 to 190 mg/dl. Testing performed six times daily. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 263 mg/dl and 276 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/22/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.